Event description:
Procedure: left total hip arthroplasty.problem: the femoral canal was being reamed with a size 5 broach when the doctor was not able to extract the broach. The doctor reported that after multiple attempts at extraction with back slapping with a mallet, a bur was used to go circumferentially proximally to make sure there were no hang ups and none were found. A very thin osteotome was then placed anterior posteriorly. Again the trial could not be extracted. After multiple attempts and with different broach handles, the broach stud on the #5 broach broke off and the broach handle could not be used to grasp the broach. It was determined that the broach could only be removed distally. It took approximately an additional 2 1/2 hours to remove the stuck broach (osteotomy was performed). No adverse patient outcome other than extended surgery/anesthesia time (2 1/2 hours). The broken off piece of broach stud was not retained but the #5 broach is available and can be returned to depuy upon their request.